Manufacturer narrative:
(B)(6). Device manufacture date: 2007. The field service specialist (fss) visited customer site to inspect the system and footpedal. Fss checked the footpedal and cleaned residual balanced salt solution (bss) from footpedal switches. Fss tested the footpedal, which it was fine. Fss performed the full functional checklist on the system, which the unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted

Event description:
The customer reported of footpedal failure occurred during surgery with the sovereign compact console. The surgery was aborted and the patient was taken to another hospital to complete the procedure. The rest of the cases were cancelled. There was no patient injury reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure was identified. All pertinent information available to abbott medical optics has been submitted.